Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the patient dropped the meter on the floor. Caller stated when the meter is turned off you can't see that the display is damaged; only when it is turned on. Caller reported the pixels are damaged. No adverse event reported. Requested return of the alleged meter for evaluation.